Manufacturer narrative:
Product analysis: both the ventricular and atrial connectors were confirmed to be cracked. The battery clip was also found to be out of mechanical specification, and the case seal and hanger were found to be dirty/sticky. Repairs are contingent on customer approval. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular lead connector port. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis customer approved repair and further analysis was performed, with the following results: the epg failed tests related to atrial channel output and sensing. The main printed circuit board (pcb) was unable to be calibrated. The keypad did not produce accompanying mechanical "click," when the "on" key was pressed. The battery drawer was unable to be opened, when assembly screws were torqued. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.